Event description:
It was reported: "customer wants to return the device following a manufacturing issue." On (B)(6) 2014, additional information was provided. The reported issue was "breakage of the plastic handle part." The device was not in contact with a patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.